Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci generator involved with this complaint to perform failure analysis. During power-on test, the c-34 error was found, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c-34 is attributed to measurements value for high frequency voltage was too small in on state.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, a nurse called in to report that they were experiencing an issue with the integrated electrosurgical unit (iesu) while using coagulation with a monopolar curved scissors (mcs) instrument. The caller stated that they used both ports without any success. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to use an external generator to continue. The procedure was completing as planned with no report of patient injury.